Manufacturer narrative:
As reported, the bard/davol hydrosurg laparoscopic irrigator began leaking fluid during the procedure. The subject device is reported to be available for evaluation, but at this time has not been received. Based on the condition reported, the root cause is most probably due to fluid ingress into the unit housing. However, without sample evaluation, a definitive conclusion cannot be made. If/when the sample is received and evaluated and/or additional information is provided, a supplemental MDR will be submitted.

Event description:
As reported per maude event report (mw5102903): the bard/davol hydro-surg irrigator began leaking during procedure. Per the information provided by customer contact: as reported, during an robotic assisted total hysterectomy bilateral salpingo-oophorectomy procedure on (B)(6) 2021, the bard/davol hydrosurg laparoscopic irrigator began leaking irrigation fluid. It was also reported that it was unknown that how long the device had been in use. As reported, another device was used to complete the procedure and there was no reported patient injury.